Event description:
After cleaning, the sales rep found a pathfinder polyaxial screw in 3 pieces. It was not disassembled prior to cleaning. This malfunction has been associated with an adverse event in the past.

Manufacturer narrative:
There was no pt involvement. Product was not implanted. Evaluation is pending upon completed investigation of the product.